Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The long bipolar grasper instrument was found to have a broken bipolar yaw pulley. Fa noticed broken pieces were missing as a result of breakage and was not returned. The size of the missing pieces were approximately 0.22 x 0.08 and 0.08 x 0.08. This failure is most commonly caused by excess force applied to the distal end of the instrument. It was noted the broken cable was confirmed. For clarification, the long bipolar grasper instrument had a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location and failed the electrical continuity test. No signs of thermal damage were observed. An image review was conducted by an isi failure analysis engineer (fae), which resulted in the following findings: it was noted that the first photo seemed to be normal and difficult to determine if there was anything wrong with the instrument. The second photo, the fae indicated the conductor wire was broken from the base of the grips, specifically at the grip-crimp location.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the long bipolar instrument cable broke and plastic behind tips broke off and fell into the patient. It was noted the fragment was retrieved with a backup instrument. The customer informed the surgeon was grasping at the time of the fragment falling. It was unknown if any instrument tip collision occurred. The customer stated the fragment would not be returning. The instrument was straightened upon removal. There was no reported injury or harm. Isi followed up with the operating room director and obtained the following additional information: the operating room (or) director confirmed both pieces of plastic fragments were retrieved with a laparoscopic instrument and was confirmed via visualization. When the customer inspected the plastic pieces and compared them to other bipolar grasper, the plastic pieces were yellow versus a more creme beige color. It was stated that the instruments were inspected prior to use and nothing out of the ordinary was observed. No addition surgical procedure was required nor post-operative test were taken. It was unknown what could have caused the instrument fragment to fall. It was noted that the instrument #1 (part# 470400-07 lot# n10170601-0017) was in use more than 30 minutes prior to the issue and instrument # 2 (part# 470400-07 lot# n10180413-0082) was used for 5 minutes prior to the issue. At the time of the issue, during the use of instrument #1, the surgeon was dissecting the vas deferens and for instrument #2 he was dissecting the seminal vesicles out. The or director confirmed the instrument was not removed during the procedure prior to the breakage. It was noted that no instrument collisions were observed. Upon removal of the instruments, both were straightened out and no resistance was noted. No cannula damage was observed. The or director informed the procedure was aborted due to difficult patient anatomy. The system was inspected prior to use with no issues notes. The director confirmed the patient had not returned for any post-surgical complications. The or director confirmed there was no patient injury or harm.